Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "persistent inflammation" and "allergic reaction to foreign material." The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported ¿removal due to silicone allergy after insertion¿, ¿allergy dermatitis and effusion accumulation was confirmed¿. 39 days after the operation, left side presented redness, heat, effusion accumulation. No findings suspecting infection were confirmed and the condition improved. Bacterial culture examination found negative results.

Manufacturer narrative:
The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was "persistent inflammation" due to allergic reaction/hypersensitivity. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "persistent inflammation" and "allergic reaction to foreign material." The device has been explanted.